Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0jlr4, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0jlr4, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported on the day of report the patient programmer showed the symbol to turn on the implantable neurostimulator (ins). He turned on the ins and it ¿shocked the "profanity" out of me¿ and they felt a shock go through their fingertips. They had been ¿herky jerky¿ ever since. They were at their doctor¿s office the day prior to report and they changed the setting from 1.5 to 2.0. He turned the stimulation down to 1.7 and had been ¿jerking on¿ ever since they saw their health care professional. The patient had another appointment scheduled for the day after report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.